Event description:
The insert did not fit into the stem, something wrong with the stem, epiphyseal part. Surgery delayed up to 1.5 hrs, lot of blood loss.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.